Manufacturer narrative:
The customer reported that a patient's knee became jammed between the bed and the tray table due to the bed raising itself. The patient sustained a minor injury, a red mark on the left knee. The patient was discharged the same day. The patient noticed the bed was raising, pushed the tray table to free the up button, and stopped the bed. The patient then pressed the call bell to summon staff. The staff tried to lower the bed using the CPR button, but only the head and foot sections lowered as the bed was at CPR working height. The staff had to lift the tray table with force to free the patient's knee. The investigation revealed that the only way to activate the hi/low function is possible by pushing the function button from the outside of the side rail panels. At the time of the event, all side rail panels were lowered, and the patient was using the tray table. The technician's findings suggested that the base of the tray table frame was positioned under the bed frame and likely made contact with the up button, causing the bed to raise. The instruction for use for enterprise 8000x (746-585) states: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls." "The controls require only a single press to activate. To prevent unwanted movement of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls." Due to the involved bed was not inspected, it cannot be ruled out that the unintended movement was caused by a bed malfunction. However, the information that the bed stopped moving after the tray table was moved away makes this hypothesis unlikely. In summary, it appears that the movement of the bed was caused by pressing the up button by the tray table frame. Therefore, the event was likely a result of instructions not being followed. To sum up, there was no indication of product malfunction. The device was used by the patient during the event. The patient sustained non-serious injury.

Event description:
Arjo was informed about an incident involving enterprise 8000x bed. The customer reported that a patient was using a tray table, with the base table frame was positioned under the bed frame. The bed had raised itself, causing tray table to become jammed on patient's left knee. Facility staff were unable to lower the bed to get the tray table off, so a nurse lifted it off with force. As a result, the patient did not suffer a serious injury; the patient's left knee had red mark, and ice was applied. The patient was discharged.

Manufacturer narrative:
The investigation in ongoing. Further information will be provided upon the investigation conclusion.. The claimed device could not be found, therefore model number, serial number and UDI number are not known. The involved bed can¿t be found.